Event description:
The complaint was opened for MDR review due to the allegation unit's audible alarm was not working. There was no reported patient harm. A repair evaluation was performed and the customer's complaint was confirmed. It was discovered that the alarm component was not functioning to specification-it provides a faint audible alarm. The unit has not been forwarded to engineering for further analysis. Although there was no reported patient harm, a 30 day malfunction report will be filed with the FDA due to the confirmation the unit's alarm would not sound to specification. After engineering has completed their evaluation/investigation a follow-up report will be submittled.